Event description:
Medtronic received a report that the axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left c5 with a max diameter of 3.9 mm and a 1.9 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during the aneurysm coil embolization, after pushing 3-6 spring coil into place, the coil could not be detached. After replacing with the same model of spring coil, it ended successfully. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher two times. The physician did not try to detach the coil with another instant detacher. There was no manual attempt at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the non detachment was not determined. The instant detacher lot number was b508239. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Product analysis #806897701:equipment used- video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition- the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a dispenser coil and within an introducer sheath. Visual inspection: the pusher was found broken at the positive load indicator with the release wire also broken at this location. The proximal segment was not returned for analysis. Therefore, any evidence of detachment attempts using an instant detacher could not be confirmed. The break indicator was found kinked. There were no evidence of manual detachment attempts at this location. The coin was found present and still against the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found still attached to the pusher and damaged. Testing/analysis - a detachment was attempted by breaking the pusher distal to the kinked break indicator and retracting the release wire, successfully detaching the implant coil with no issues. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed as the device was returned with the implant coil still attached. It is possible the device failed to detach due to the kink found on the break indicator, causing the release wire to not retract correctly. It is unclear why the pusher was broken. The customer reported no pusher damage after removal from the patient. It is possible the release wire broke when attempting to retract against the resistance caused by the kinking on the break indicator. It is also possible the failure to detach was caused by break in the release wire causing the coin and release wire not to retract properly. As the actuator interface and instant detacher used in the event were not returned, any contribution of the instant detacher and actuator interface towards the non-detachment and conformance to specification could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.